Event description:
International distributor contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, after 3 days of sensor wear, a patient experienced a rash on the skin under the adhesive and around the insertion site. This skin became red and irritated. Patient consulted with a physician. The physician prescribed an ointment to apply to the affected area. At the time of his contact with the international distributor, patient reported his condition had improved and that he is in fine condition.